Manufacturer narrative:
The device was not returned for analysis. A production record review for this product was not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation determined that the reported suture retrieval issue and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the common femoral artery using the pre-close technique via a 7f sheath hole prior to a micra interventional procedure. Reportedly, when the plunger was removed, no suture was present. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 28f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.